Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not turn on and activate. While inside leg, device would beep twice and stop working. A replacement unit was used with the same cable and power supply to complete the procedure. The hospital did not report any pt effects. The user is experienced and the pre-test was done.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).